Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was able to program multiple test boluses during testing. No bolus anomaly noted. Device responded properly to button presses. No unresponsive buttons or button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. The time advance properly during testing. Device had minor scratched display window, cracked case at the reservoir tube window corner and cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 262 mg/dl at the time of incident. Customer¿s spouse stated that the customer was hospitalized due to diabetic ketoacidosis. Customer reported that insulin pump buttons would not work during bolus delivery. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No additional information regarding hospitalization was reported. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.